Event description:
This is the first of two reports on different lots involving the same event for the same patient. Initial report of event on 10/23/2014 stated there was a comfort issue. Additional information received on (B)(6) 2014 from a female patient stating she had two lenses that split and didn't feel right, which resulted in an infection and a corneal ulcer od (right eye) and os (left eye), and required a hospital day. The size of the ulcers are unknown. The patient stated the infection caused by the faulty lenses was quite severe and she has been advised not to wear lenses in the future to eliminate any further damage to either eye. The consumer suffers from cerebral palsy, mobility issues and balance problems. No additional information available at this time.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. The manufacturing investigation is in progress. A supplemental follow up medwatch report will be submitted upon completion of the investigation. (B)(4).